Event description:
It was reported that the patient with this inflatable penile prosthesis is experiencing pain eight weeks post-procedure. They described the pain as a poking sensation in the scrotum near the location of the pump. The patient also expressed dissatisfaction with their device as the issue has persisted despite several physician visits. No further information has been received. No additional patient complications were reported.